Event description:
It was reported that the device could not deliver defibrillation therapy. Physio-control evaluated the device and found that the device would not charge energy when the charge button was pressed. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed main control keypad assembly and determined the cause for the malfunction to be external physical damage to the charge button. The damage shorted the charge button switch function in the on position and inhibited the use of other critical front panel buttons necessary for defibrillation therapy delivery.